Event description:
A patient reported blood glucose results of 2.3 mmol/l, 2.1 mmol/l, 2.6 mmol/l, 9.0 mmol/l, 10.0 mmol/l, and 12.0 mmol/l with a lifescan meter, performed within 10 minutes of each other.